Event description:
This is a case, which was reported to baxter from the customer and refers to an incident involving an accusol 35 5l bag. The reporter states that while a patient was receiving haemodiafiltration therapy on an aquarius machine using the above solution, during a check on the progress of therapy which was 39 hrs after commencement of therapy, it was noticed that the dialysate line was full of air and crystallized particles. The particles were small almost like bubbles in all of the 4 bags that were attached to the machine and also visible in the entire replacement solution side. No patient injury has been reported / confirmed by the customer.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 5/5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during dwell 5 of 5. Gts helped the patient clear the error and informed them of the error?s meaning. No injury or medical intervention was reported.